Event description:
It was reported that the colonovideoscope displayed scope communication error (b30), incompatible scope (e315) and scope communication error code (e216). This event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failures were confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e216 (scope communication error) occurred due to corrosion on plug unit, and the most probable cause for scope communication error (b30) and incompatible scope (e315) is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.